Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether reimplantation is planned at the time of this report.

Manufacturer narrative:
(B)(4). The analysis results found that the cb12lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was cracked. We have documented the circumstance as they have been reported to us. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, once the trocar was placed with the bladed obturator, there was continuous leakage. No instruments were used and the surgeon asked to put the co2 gas on another trocar. Nothing changed; leakage still occurred. It is unknown how the procedure was completed. There were no adverse consequences for the patient.